Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 07/05/2016 reported higher threshold on lv lead that is lv ring 2 to rv 2.6 at 1.5. Lv ring 3 to rv was much better at 1.7 at 1.5. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).